Event description:
Dexcom g6 incorrect sensor readings. G6 reported that my blood sugar was very low below 40. When I tested my blood sugar with a meter it read 116. When I entered that figure in my meter to calibrate the g6 it gives an incorrect blood reading. When I change the sensor I have the same problem. When the sensor is getting to the end of its session it keeps losing connection. The transmitter and meter are only 6 inches apart. FDA safety report ID # (B)(4).